Event description:
The surgeon reported that at the beginning of the internal membrane (im) peel procedure, all the valved cannulas leaked immediately on removal of the trocar. There was no patient injury. No additional information is expected.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to alcon's acceptance criteria. Because a sample was not returned and no evidence of nonconformity that could have caused the complaint could be found in the lot record review, the root cause for the customer complaint issue cannot be determined. (B)(4).